Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 11-363660, 36mm cocr modular head -6mm, 188900. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07043.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. The modular head and stem were revised and cables were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.